Manufacturer narrative:
Conclusion: this issue has been addressed with a customer letter related to correction and removal. Reference: MDR: 2084725-2008-00800.

Event description:
The customer alleged that they are seeing residual cidex opa from the scopes. The customer stated that this was an on going issue that when the cycle is finished the scopes are dripping green fluid. After the scopes have been processed, rinsed and applied alcohol, they still are dripping with green fluid. She reported that this was getting all over the staff clothes, floor and getting everywhere. There were no injuries reported. The service was cancelled by customer. They were to check their cleaning procedures and will call back when issue persists. The customer did not respond to asp's attempts in retrieving more information.